Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred from the pulmonary artery when the surgeon utilized energy with the maryland bipolar forceps instrument on the pulmonary ligament. Hemostasis was achieved by the assistant surgeon through the assist port. The assistant surgeon was able to control the bleeding with coagulation and the application of pressure with gauze for 10 minutes. Performed the bleeding subsided slowly but could not be stopped completely. As a result, the surgeon elected to by converting to open surgery. The lobectomy was performed via with a open surgery and it was completed successfully. The amount of bleeding was about 500 mml. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: a slight abnormality in blood vessel anatomy was identified before the procedure and was reportedly a contributing factor to the intra-operative complication. When the surgeon was cutting lung ligaments with a maryland bipolar forceps instrument, the central end of the artery was cut without noticing it and as a result, bleeding occurred. No blood transfusions were administered. There is no indication that the device malfunctioned. The maryland bipolar forceps instrument was inspected prior to use and no issues were identified at the time. No arcing of electrical energy was observed. No instrument collisions were reported. The procedure was recorded on video; however, the video is not available for isi to review due to personal patient information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined although the pulmonary artery appears to have been inadvertently cut while the surgeon was cutting lung ligaments. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. No images or videos were shared for the event isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgery procedure, bleeding occurred from the pulmonary artery that was inadvertently cut while the surgeon was cutting lung ligaments with a maryland bipolar forceps instrument. As a result, the case was converted to open surgery in order to achieve hemostasis.